Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in an inappropriate atrial tachy response (atr) mode switch. Boston scientific technical services (ts) reviewed the episode and discussed that the noise appeared consistent with oversensing of the minute ventilation (mv) feature. Ts discussed the potential of a lead issue and discussed programming mv off. No anomalies were noted with the leads during the device check and the physician opted to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.